Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon stated the clips ejected out of the jaws and exisiting clips would not stay on the vessel. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.